Manufacturer narrative:
The reported event that drill sleeve, locking ø4.3mm, short was alleged of issue s-36 (device / component stuck) could be confirmed, since the device was returned for evaluation and it matches with the reported failure mode. 4 drill sleeves were received for investigation. All had considerable signs of usage. 2 out of 4 sleeves were in perfect condition. The other 2 sleeves were damaged at the inner portion of the tip. The sleeve being investigated under this investigation was damaged at the inner portion of the tip as revealed during the visual inspection. A functional inspection ¿ inserting and removing the drill bit into the cannulation of the drill sleeve ¿ was also performed, which revealed that the sleeve was damaged to an extent that the drill bit could not pass through the sleeve. Thus, it can be concluded that the damage to the sleeve is caused due to rotation of bent drill bit in the sleeve. Thus based on product inspection, the root cause was attributed to a user related issue. Such damage can be attributed to an improper handling of the instrument, it is suspected that the drill sleeve was used with a bent drill sleeve which let to the damage of the inner portion of the sleeve, leading to the drill bit to get stuck with the drill sleeve. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The operative technique was reviewed which describes the use of drill bit in detail. It clearly instructs to ¿use the drill sleeve ((B)(4)) together with a 4.3mm drill bit ((B)(4)) to pre-drill the core hole for subsequent locking screw placement. Medium size sleeves and drill bits show 2 blue color lines, short sleeves and drill bits show 1 line. Blue represents the color code for the 5.0mm locking system.¿ the instruction for use was also reviewed which demands that user should ensure that they are familiar with the recommended uses, compatibility and correct handling of the instrument. It also recommends that ¿before every operation, ensure that all devices to be used during the operation function correctly with each other.¿and also ¿in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.

Event description:
The customer reported that during an axsos iii case, the locking guide and drill jammed together during the procedure and have spun in the hole in the plate, damaging the thread. The plate was left in situ and a non-locking screw was inserted in stead of a locking screw. This occurred in the distal section and there were 6 other screws, of which 5 were locking, in that part of the plate and the construct was stable when the case was completed. There was a minimal delay of 1 minute while the surgeon decided how to deal with the issue. .

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that during an axsos iii case, the locking guide and drill jammed together during the procedure and have spun in the hole in the plate, damaging the thread. The plate was left in situ and a non-locking screw was inserted in stead of a locking screw. This occurred in the distal section and there were 6 other screws, of which 5 were locking, in that part of the plate and the construct was stable when the case was completed. There was a minimal delay of 1 minute while the surgeon decided how to deal with the issue.